Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter: cvp bd insyte 24 g is observed from the opening with the catheter bent and crossed by the bevel, it is not bevel, not occupied with the patient, new and sterile. Additional information received on 29 apr 2025 there has been no harm to patients or professionals since the defect was seen before being used. Additional information received on 05 may 2025: a delay is reported. Was there any negative outcome to the patient due to the reported delay. If yes, please describe. I do not understand what delay you are referring to. In any case, regarding the event described, this did not present any negative results for the patient as it occurred prior to its use with this one.

Manufacturer narrative:
This MDR is created based on an investigation of one of the three devices returned having been used. There was no indication in the customer report of devices being used therefore reporting was not indicated prior to the investigation. Device evaluation: a device history record review was completed for provided material number 38831114 and lot number 3296534. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. Through examination of the picture, three (3) catheters are shown. One (1) catheter appears to show no defect, one (1) catheter shows a needle protruding through an unused catheter (indicating a manufacturing related issue), and one (1) catheter shows a needle protruding through the catheter and the product was used. The unused, transfixed catheter confirms a manufacturing related defect. It is possible this was related to product assembly due to an isolated failure in the vision system, which allowed a transfixed catheter to pass to the customer. Improvement actions for this potential defect were implemented in late 2024. It is worth noting that if the product were transfixed due to a manufacturing issue, it would not be possible to use the product. Based on the investigation results, it is most likely that the incident that occurred during use, resulted from the handling of the product. When performing the 360-degree rotation during puncture, the catheter may have been pushed forward resulting in a transfixed catheter during puncture. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.